Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead component of the trial patient¿s external neurostimulator (ens). Specifically, the patient stated that they ¿caught¿ the cable and lead components on a corner and ¿yanked it out¿ of their body today. The patient stated that they saw dried and fresh blood on the ¿white knob¿ and was unsure how far the wire was still in their body. The patient disconnected the lead from the ens screener box so there was ¿no weight¿ and had the stimulation turned off. The patient stated that when they did this they were uncertain if they felt the stimulation or not but it was very painful. The patient attempted to contact their healthcare professional (hcp) and manufacturer¿s representative but they were not available until tuesday ((B)(6) 2014). Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).